Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm when she was giving herself a bolus. Customer's blood glucose was 173 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did not exit and the pump alarmed no delivery. Customer reported that there is greater than normal resistance with the plunger push. Customer was explained that the alarm was caused by a set or reservoir connection. Customer disconnected from the pump and gave herself a manual injection. Customer changed out her set and everything was fine. Customer does not want to toss the reservoir because it has over 100 units. Customer was stated that she wanted to use the reservoir with a new infusion set even though she was advised to change out both. Customer was only able to do the manual push and did a fill cannula.